Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead,product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, (B)(4). Product type recharger. (B)(4).

Event description:
It was reported the patient saw a power on reset (por) condition on the recharger. The patient recharged last three weeks ago and usually charged once per month. The patient programmer did not display the por message. The por was cleared after repositioning the antenna and pressing start charge. The patient was able to recharge successfully and the issue was resolved. Additional information received 8 days later reported the patient was not able to adjust stimulation and saw a ¿call your doctor¿ icon on the patient programmer. A por condition was seen. The por was cleared and the issue was resolved.